Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, difficulties with lead positioning were encountered due to scar tissue. Neuromonitoring detected a loss of function on the right side, which improved to fifty percent (50%) after the needles and leads were removed. The procedure was subsequently aborted, and the patient underwent neurological examination and magnetic resonance imagery (MRI). The patient was hospitalized for further monitoring.